Event description:
It was reported that the device had a channel error during biomed testing. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had a channel error. There was no patient involvement. Although requested, no additional information was provided.